Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 380cc, catalog number 3503420, serial number (B)(4), lot number 658567. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 380cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with a saline mentor smooth round high profile 380cc filled to 445cc on (B)(6) 2019.

Manufacturer narrative:
On 4/24/19, a manufacturing record evaluation (mre) was performed for the finished device number 7650263, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).